Event description:
It was reported the insulin pump randomly shuts off with no warning. Battery appears close to full but looses power completely and new battery needs to be inserted. Customer has tried a replacement cap. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.